Event description:
It was reported that the patient was not performing the cannula fill correctly after inserting the infusion set, high blood glucose levels treated with manual bolus via pump on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.